Event description:
It was reported that during a nephrectomy procedure, the clips would not hold. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
Date sent: 04/23/2008. Information anticipated, but unavailable at this time.